Event description:
The patient experienced a shocking/jolting sensation at the neurostimulator site after falling on floor when her knee gave out (patient has weak knees). The patient lost therapeutic effect. The healthcare provider reported that the shocking may have started today and was going to follow up with the patient. It was noted that when she walked by a tv, the tv looses reception and it becomes static-like, and it goes "haywire". The healthcare provider confirmed the event was attributed to the device and noted that the device was not working. Impedance measurements showed >4000 ohms. The patient had a revision and her device replaced. The patient's outcome was not given.